Event description:
Customer reported various error messages including "power on, wait 5 seconds". No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.